Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and noted that the tubing was pinched. Gehc recommended to replaced the tubing. (B)(4).

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.